Event description:
The aus device was removed from the pt and replaced due to stress incontinence. Info received on 11/5/97 indicates the aus device was removed prior to the 7/22/97 surgery, date not provided. Unable to obtain add'l info.